Event description:
This is report 3 of 3 for the same event. It was reported from (B)(6) that during a cranioplasty surgical procedure, it was observed that the motor device suddenly stopped ¿turning¿ while in use with a cutter device and console device. It was further clarified that ¿drill bit¿ would not turn when the surgeon attempted to raise the bone flap. The reporter stated that no errors displayed on the console device. As a result, there was a one hour delay to the surgical procedure. The reporter indicated that there were no spare devices available. The surgeon completed the surgical procedure with a ¿gig saw and a brace¿. The reporter stated that these devices were used to ¿make a hole and raise the bone flap¿. There was patient involvement. There was no report of injury; medical intervention was required in the form of additional ¿general anesthesia¿ due to the prolonged surgery. There was no report of prolonged hospitalization. The exact date of the event was unknown ¿ it was reported only that the occurrence took place during (B)(6) 2013. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation.  (B)(4) evaluated the device and the reported condition was not duplicated or confirmed.  Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During follow-up with the reporter, additional information was obtained. The reporter stated that the cutter device was not disposed of after initial use. The reporter stated that the cutter device was sterilized and ¿used a couple of times¿. The reporter stated that there was no pre-existing condition. The reporter stated that the patient¿s post-surgery outcome was good. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.